Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. There are no signs of breakage along length of fiber. The outer flow tubing open end exhibits minor scratch marks. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on the lack of damage and a successful functional test, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure small burns were found at the bladder level which led to the change of the fiber during the procedure. The surgeon informed that there is no serious consequence for the patient and the procedure could be completed correctly.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure small burns were found at the bladder level which led to the change of the fiber during the procedure. The surgeon informed that there is no serious consequence for the patient and the procedure could be completed correctly.